Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridges did not fit onto the pump. Reportedly, the o-ring came unattached. The customer removed the o-ring and reloaded cartridge to address the event. There was no adverse impact to the customer's blood glucose level.